Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited high out-of-range shock impedance measurement that was detected via the patient's remote home monitoring system. Additional information indicated that the field representative could not provide further information. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.